Event description:
The customer reported that the system had a communication error and locked up during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.